Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was "installed using the wrong doses." It was reported that subsequently a new pump was installed and the system works as intended. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating that the patient did not use the pump. No information was available if the dose was too high or too low.

Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the entire device was worn, front and rear housing scratched and lock is worn. The investigation was unable to confirm the reported customer problem, the returned pump did not display any errors on power up or in the pumps error log and there were no reports on any unusual messages being found in the pumps event history log. The pump passed all tests and was found to be operating properly.